Event description:
It was reported on (B)(6), 2010 that pt had difficulty walking with symptoms in both legs beginning about six months ago. There was no known directly-related accident or event. The next day it was reported, the pt had fallen, hit his head and was in the clinic. It was further reported that the impedance was >4000 ohms, <15ua, on the left side, was >4000 ohms on all the unipolar pairs, >4000 ohms on some of the bipolar pairs and >4000 ohms with electrode 0 in combination with any other electrode. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).